Event description:
It was reported that a patient underwent an unknown spinal surgery. At an unknown time post-op, the patient underwent a revision surgery for debridement, irrigation, and removal of implants. "When the implants were exposed during the surgery, the screw was noted to appear to have a black matter attached to it. The patient had originally had the implants put in place in romania approximately 5 years ago and was having removal of these implants due to a sinus formation. The patient had achieved solid fusion".

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.